Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). The device was explanted and was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.